Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet displayed malfunction alert 61, identified as an external flash write error, which persisted despite up to three device restarts and led to device replacement and use of backup therapy. Symptoms included no adverse physiological effects, with blood glucose reported at 170 mg/dl and no hypoglycemia or hyperglycemia symptoms. Outcomes included temporary interruption of automated insulin delivery mitigated by transition to backup therapy, with continued cgm use on the dexcom app or receiver. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.